Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a power loss. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.

Manufacturer narrative:
Eval code result, eval code conclusion field service engineer (fse) reported to have verified the issue. Extended self-test (est) was required. Fse performed testing and the ventilator passed performance verification testing (pvt), est, and short self-test (sst) and is ready for use. The ventilator has been returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a power loss and generated a device alert. The ventilator was not in use on a patient at the time of the reported event.